Event description:
An endeavor resolute drug-eluting stent was implanted in an intermediate branch. There is a previously deployed stent in svg which was over-dilated. A new lesion in the middle of the same svg; two driver stents were implanted. Probably because of distal embolization timi1 - timi2 flow occurred. ECG is not diagnostic because of pacemaker rhythm. After stent implant it was reported that the patient experienced a myocardial infarction. (MFR report# 2953200-2008-01029 - 01030).

Manufacturer narrative:
.